Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Tests for staph. Infection were negative. No other infection organisms were confirmed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Not yet returned.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The pushlock driver was returned with the distal tip of the inner rod broken off. The device met all material specifications as received. At the current time the cause of the event cannot be determined. The complainant's event is most likely caused by prying/leveraging of the driver. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
The customer stated that there was a post-op infection. Acl, (B)(6); work place injury. Original dos (B)(6) 2011. Three arthrex implants were used (ar-5035tc-1, ar-1588t and ar-1008) pt. Reported calf pain and swelling; at follow up visit 4/6, site was aspirated; results were clear. He had a temperature, 4/7; another follow up 4/8, results were cloudy, he was given keflex and admitted to the hospital on (B)(6) 2011. He was irrigated on (B)(6) and (B)(6); on (B)(6), only the ar-1008 was removed. Patient was discharged on (B)(6). Current condition stable, meds: vancomycin, cipro, tested negative for staph, post op compliant, no allergies, no diabetes.